Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the device was received and evaluated for the complaint regarding the needle button released event. Device 048497-a was received with the needle release button in the depressed (step 2 of 2) position. This state indicates that the needle release button was activated to retract and lockout the needle mechanism. The needle mechanism was tested and pass with no issue observed. The complaint could not be confirmed for this device.

Event description:
The patient reported that the needle retracted on its own prior to 24 hour period. The patient wears the v-go on her abdomen and patient was not doing any excess movement or wearing tight clothing. Patient stated it happened with 4 devices however the patient was unable to recall specific dates. The patient stated she did not accidentally press the needle release button.